Event description:
It was reported that prior to a sigmoid resetion the device was not working correctly. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 08/01/2007. Evaluation summary: the analysis results found that the device was returned with the tissue pad melted and based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.